Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor called to report that the customer has been experiencing erratic blood glucose levels. The doctor felt that the insulin pump was delivering unnecessary amounts of insulin, causing the customer to experience low blood glucose levels. The doctor did not have the insulin pump with her at the time of the call. Advised the doctor to have the customer call in for troubleshooting. Nothing further was reported.